Manufacturer narrative:
Medical device lot #: 6061906, medical device expiration date: 03/31/2017, device manufacture date: 03/01/2016. (B)(6). Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode with the incident lot was not observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® cpt¿ nh: ~130 iu ficoll¿: 2.0ml had poor barrier separation. No report of medical intervention or serious injury.